Event description:
It was reported that balloon deflation failure occurred and removal difficulties were encountered. The target lesion was located in the non-tortuous superficial femoral artery. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, on the last inflation, the balloon could not be completely deflated and could not be retracted into the sheath. Eventually, the device was removed together with the sheath. The sheath was placed again and a new balloon was advanced and used to complete the procedure. There were no patient complications nor injuries reported. It was further reported that the saline-contrast ratio used was 1:1. Inflation was performed about 10 times at nominal pressure with 30 seconds duration each inflation. However, in the last two to three deflations deflation became slow. It took approximately 5 minutes to remove the balloon from the patient.

Manufacturer narrative:
(E1) - initial reporter city: (B)(6). Updated b5: describe event or problem.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation failure occurred and removal difficulties were encountered. The target lesion was located in the non-tortuous superficial femoral artery. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, on the last inflation, the balloon could not be completely deflated and could not be retracted into the sheath. Eventually, the device was removed together with the sheath. The sheath was placed again and a new balloon was advanced and used to complete the procedure. There were no patient complications nor injuries reported.